Event description:
It was reported that the customer had an unresponsive keypad and blank display on the insulin pump. Customer stated that the b button was not working. Customer's blood glucose level was 388 mg/dl. Customer just changed the battery since the battery was dead. Customer pushed the act button and customer set the time and the closed circle went away. Customer was able to bolus and pump was functioning as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.